Manufacturer narrative:
The product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxr00 intraocular lens (iol) was implanted on (B)(6) 2016 into the patient's left eye. On (B)(6) 2017 the patient first reported symptoms of halos and starbursts, cannot drive at night, and difficulty reading. The iol was explanted on (B)(6) 2018 and replaced with a non-johnson & johnson lens. There was no patient injury, no vitrectomy was performed, no incision enlargement and no other medical or surgical intervention planned or performed. The account commented that post-surgery, the starbursts were eliminated and the vision was stable. No further information was provided.